Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 45 day follow up examination, transesophageal echocardiogram (tee) revealed a mobile thrombus on the face of the closure device. The patient was prescribed anticoagulation medication (apixaban) for 60 days and will then have a follow up exam.